Manufacturer narrative:
Investigation: visual inspection revealed that there were no non-conformities with the device. There was slight evidence of blood on the device. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. Based upon this testing, the reported complaint for "kept shutting off" could not be confirmed. Internal file number - (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vh-4000 safety deactivation mechanism kept going off and kept deactivating the device, causing it to work inefficiently. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product is returning.